Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin when the cartridge would run have less than 20 units of insulin remaining. The customer's blood glucose (bg) was 400 mg/dl. The customer confirmed in the pump bolus history and the current status that the bolus that was entered had been delivered. Customer also confirmed that the insulin on board reflected the delivered boluses. However, customer's bg did not reflect that the bolus was delivered appropriately. The customer reported no alarms occurred and no supplies were reused. Although tandem technical support offered to perform a system check, customer declined.